Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 180-181 mg/dl. Subsequently, the pump was powered off and when attempting to perform a pump reset, the pump would not charge and did not power on. The customer reverted to an alternate method of insulin therapy.